Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the right atrial (ra) lead exhibited no pacing due to tissue in the helix. The lead was attempted to be replaced with a 'j lead' but could not be placed due to patient anatomy. Tissue was removed from the original lead and was placed successfully. No patient complications have been reported as a result of this event.